Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for leak testing due to a tear in the side of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The returned valve also did not meet the requirements for reflux testing. There were large amounts of proteinaceous debris within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device also caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a shunt on (B)(6) 2015 due to severe traumatic brain injury hydrocephalus. It was also reported that after a few days, the patient's symptoms did not improve. According to the report, after adjusting settings and several days of observation, the symptoms still did not improve. Reportedly, after a CT scan, the patient's ventricle did not get significantly smaller and there was leakage around the valve. On (B)(6) 2015, the shunt was explanted and the report stated that the patient had blurred consciousness during admission. It was also reported that there was no injury to the patient and currently the patient's consciousness was still fuzzy.